Event description:
On 10/23/2023, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii first anchor pulled out. The surgeon was able to deploy the first anchor with no problem; when the device was retracted to deploy the second anchor, the first anchor pulled out. The case was completed using another ar-4501 meniscal cinch ii. This was discovered during a procedure on (B)(6) 2023. Additional information received on 10/31/2023: this was discovered during a meniscal repair procedure. Before using a new meniscal cinch ii, the surgeon removed all the anchors and sutures from the faulty meniscal cinch ii. The case was delayed thirty minutes, but no additional anesthesia was administered. The patient suffered no negative effects or symptoms due to device failure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-4501 meniscal cinch¿ ii was received for evaluation. A functional testing attempting to move the deploying button found resistance. Upon visual evaluation, it was observed no issues with the returned device. A use error is the most likely cause of the report failure. Improper deployment sequence leading to cannula obstruction; implant may have never been deployed. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button. According to dfu-0156-eor0_fmt_en. G. Precautions. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism.